Event description:
A pt reported "woke up with a big red lump," allegedly associated with the lap-band system. The pt indicated "the device came apart and caused 4 holes in my stomach." The device was removed by a medical professional at this time. Information has been requested from the physician but has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The by the pt reported alleged complications are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."